Event description:
Customer reported erroneous high red blood cell (rbc) test results were generated for one patient sample when using the coulter® lh 750 hematology analyzer. The test results were determined to be erroneous when compared with test results from the same sample, mixed and rerun on the same instrument. The customer considered the rerun test results to be correct. The erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced tubing at the rbc (red blood cell) diluent dispenser.